Event description:
It was reported, the caller requested compatibility guidelines for lithotripsy and/or high-output ultrasonics. The caller states this would be for kidney stones and confirmed this was unrelated to the interstim therapy. The caller states, the patient had 5 bladder infections in the past couple months. The caller states, the kidney stone could be the reason why. The caller states, the patient can't excrete urine without the therapy. The caller states before she had the device, it would feel like she was breaking a blood vessel to try and urinate. The caller states, the interstim was working great. The caller states, the patient doesn't keep stimulation turned up too much. The caller states the patient only has 1 program. The caller states they did have the program updated a few months ago but they seemed to have found 1 that works well.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown although it was noted, per an x-ray taken (B)(6), 2014, that the patient had multiple kidney stones. The x-ray also showed the patient¿s implantable neurostimulator (ins) was ¿in place¿. It was noted that the patient had recurrent kidney stones which were the likely cause of the infections. Hospitalization was not required for the event. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3708320, serial# (B)(4), implanted: 2011-02-03 explanted: product type extension product ID 37752, serial# (B)(4); product type recharger product ID 3093-28, lot# v625667, implanted: 2011 (B)(6); product type lead product ID 3093-33, lot# v638132, implanted: 2011 (B)(6); product type lead product ID 3708320, serial# (B)(4), implanted: 2011 (B)(6); product type extension (B)(4). Device used for off label indication. The indication the device was used for was urinary dysfunction.